Event description:
Patient was scheduled for endoscopic retrograde cannulation of pancreatic duct (ercp) for common duct stone. The surgeon attempted to remove the stone via ercp scope. The basket was deployed around the stone. The basket was not able to be removed. An emergency exploratory laparotomy was required to remove the basket and common duct exploration.